Manufacturer narrative:
Details of complaint: the customer reported that this unit is making a ticking sound and not producing gas value readings. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During testing of the device, the reported abnormal noise was duplicated; however, the reported issue of no readings could not be duplicated. The root cause for the abnormal noise was determined to be the pump assembly. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 08/06/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 08/11/2025 I called daniel to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for daniel to call me back with this information. Attempt # 3: 08/13/2025 I called daniel to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for daniel to call me back with this information. Additional information: b4 date of this report. D9 is this device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit is making a ticking sound and not producing gas value readings. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit is making a ticking sound and not producing gas value readings. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this unit is making a ticking sound and not producing gas value readings. There was no patient injury reported.